Manufacturer narrative:
A product sample was received for evaluation. Visual and functional testing were performed. No physical damage was found on the device. The reported issue was duplicated during the power up process and it was deemed due to a faulty network communication module battery. The root cause could not be determined. A device history record (DHR) review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# 617147.

Event description:
It was reported that the pump will not run because of unusable battery. No patient was injury reported.